Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
Boston scientific received information that this patient received several inappropriate shocks the weekend after the device system was implanted. A treadmill test was performed and in two of the three sensing vectors there appeared to be oversensing due to a wide complex or t-wave oversensing. The primary sensing vector was programmed. Recently the patient returned after another shock, and the electrograms (egms) were noisy and double-counting was noted; once the shock was delivered the egm improved. The patient was asymptomatic. Another treadmill test was completed and the patient's heart rate rose to 140 bpm, and oversensing was noted in the secondary sensing vector. A new high rate template with elevated heart rate was obtained, as well as, new software that was released was uploaded into the device. An x-ray was also performed and it appears the electrode may be superficial. Several years later the oversensing of t-waves and noise continued and a revision procedure was performed where the s-ICD and electrode were explanted. A new system has not been implanted at this time, as the patient currently noted they would prefer another s-ICD system to a transvenous system and they need to be rescreened once their surgical wounds from explant heal. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that prior to explant of the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off due to the inappropriate shocks and the patient was given a life vest. The patient was pregnant at the time and after giving birth the explant of the s-ICD and electrode occurred. It was further noted that the patient was unsuccessfully re-screened for another s-ICD twice, thus a transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.